Event description:
It was reported that on (B)(6) 2006: patient presented with a pre op diagnosis of lumbar radiculopathy with discogenic pain. Patient underwent the following: decompressive lumbar laminectomy with partial facetectomy and foraminotomy, l4-s1; posterolateral fusion with instrumentation l4-s1 and rhbmp-2/acs; pedicle screw instrumentation l4-s1; percutaneous bone marrow aspiration, bilateral iliac crests, with harvesting and transplanting for cells with cancellous bone substitute; local autograft; intra-op ssep and emg monitoring; and intra-op fluoroscopy. Per the op notes, ¿we were going to put screws at the right side, but we tried stimulating the screws and noticed that the screws all registered lower on the right side, for whatever reason. It was elected since(pt.) Pain was on the left side and the screws did register low numbers, that we would only place instrumentation on the left side.¿ (B)(6) 2008: patient presented with a pre op diagnosis of appendicitis. Patient underwent the following: exploratory laparotomy; and an appendectomy with drainage of abscess. No complications were reported. Patient was sent to recovery in satisfactory condition. (B)(6) 2012: patient presented with chronic low back pain. Patient states the affected area is the lumbar spine. There is no numbness, tingling, or radiating pain down either leg. Patient has undergone numerous esi¿s in the past. Patient displayed pain upon arising from a seated position and transitioning through the first few steps of ambulation; lumbar spine: mild bilateral lumbar pain to palpation is present; rom: reduced in all directions; leg raise positive for bilateral gluteal pain. Assessment: chronic low back pain; chronic pain syndrome; high risk medication management. 3 views of the lumbar spine were taken, impression: status post anterior interbody fusion of l4, l5, and s1 with an l5 laminectomy; the remainder of the lumbar spine has a normal appearance. (B)(6): patient presented with worsening chronic pain symptoms. Patient states medication does not control the pain. Patient displayed pain upon arising from a seated position and transitioning through the first few steps of ambulation; lumbar spine: mild bilateral lumbar pain to palpation is present; rom: reduced in all directions; leg raise positive for bilateral gluteal pain. Assessment: chronic low back pain; chronic pain syndrome; high risk medication management. (B)(6) 2013: patient presented with worsening chronic pain symptoms. Patient is having intermittent spells of horrific low back pain which has put him on the floor to where he is crawling. Patient feels symptoms are not controlled. Patient displayed pain upon arising from a seated position and transitioning through the first few steps of ambulation; lumbar spine: mild bilateral lumbar pain to palpation is present; rom: reduced in all directions; leg raise positive for bilateral gluteal pain. Assessment: chronic low back pain; chronic pain syndrome; high risk medication management. (B)(6) 2013: patient presented with chronic low back pain. Patient states the symptoms are controlled at this point. Medications were refilled. Urine test was ordered. Exam and assessment remained unchanged. Patient was referred to psychiatrist because of thoughts of suicide. (B)(6) 2013: patient presented with chronic low back pain and chronic pain management. Exam found patient to be anxious. Patient displayed pain upon arising from a seated position and transitioning through the first few steps of ambulation; lumbar spine: mild bilateral lumbar pain to palpation is present; rom: reduced in all directions; leg raise positive for bilateral gluteal pain. Assessment: chronic low back pain; chronic pain syndrome; high risk medication management.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.